Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. Analysis of the returned device was normal. The device's functionality was tested on the automated electrical system and on the bench. All functional measurements were normal. X-ray inspection revealed no anomalies. During bench testing, test leads were manipulated in the header. No noise was observed on the real-time electrograms and no anomalies were noted. The device's functionality is normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired sometime during or after multiple hv therapies. It was noted that some episodes suggest loss of signal from the atrial channel. Device malfunction suspected.